Event description:
The system displayed error 3 handpiece error code in the middle of the procedure. The customer did not have another handpiece and the doctor had to convert to an open procedure. The doctor used monopolar electrocautery to continue. The customer reported their was blood loss amounting to at least 200 cc during the procedure.